Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Medtronic representative reported the complaint on behalf of the customer. Medtronic did not received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that while in use on a patient, this ht70 ventilator stopped ventilation and shut down. There was no reported p atient injury. Although requested, patient intervention was unknown at this time.

Manufacturer narrative:
B17; c20, d15; g07001 section d9 was updated due to part return evaluation code result. Correction to initial report (due to part return) section h6 evaluation code method - remove b17 and add b01 result - remove c20 and add c13 conclusion - remove d02 and add d01 component code - remove g07001 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that that while in use on a patient, this ht70 ventilator stopped ventilation and shut down. This issue was repaired by approved third party service provider tokibo (tkb). The power did not turn on even when the power switch was pressed. The main control board was replaced to solve the issue. One ht70 control board was returned for further analysis: visual inspection of the pcba found no physical damage. The board was installed in a test unit. The device would not power on but the external power led was observed to be on. The pcba was further inspected. Capacitor c92 was found to have internally shorted. Failure of c92 during use would lead to a loss of power/ventilation for the unit. The cause of the issue was isolated to faulty capacitor c92 in control board. There is an existing internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.